Event description:
The hemostar was inserted (B)(6) 2010. The problem is the blood came out from the cdc in the upper part of the cdc just below the bifurcation. They have to take it out and insert a new one. Male pt and (B)(6), had the cdc for nearly 3 years.

Manufacturer narrative:
The complaint of an external leak in the catheter is confirmed. The complainant has implicated a hemosplit catheter, returned for evaluation is one hemoglide catheter. This was verified by observing the distal tip of the distal section. The discoloration of the catheter between the bifurcation site and surecuff site is due to exposure to a harsh skin prep or some other type of catheter cleaning solutions. Multiple surface cracks in the od of the tubing surface are observed between the bifurcation site and surecuff site. The cracks and splits are both longitudinal and perpendicular to the axis of the tubing. The cracks and splits are of various lengths. A cross sectional view of the cracks exhibit a jagged and irregular veneer. Multiple leak sites are observed during functional testing. Comparison of the catheter and the printed markings of the complaint sample with a non-complaint sample reveals a dramatic difference in leg material clarity, pliancy and well-defined printing. It appears the catheter has been exposed to a harsh skin prep or some other type of catheter cleaning solutions. The instructions for use (IFU) accompanying this product inform the user the suggested antiseptics to use with this device and the antiseptics to avoid. It is not known the type of maintenance procedures that were performed during the use of the complaint sample. The notes in this file indicate the device had been in place for approx 3 years prior to the complaint incident. No other complications with the device are known. This implies the device functioned as designed until the complaint incident occurred. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) review is not possible, as no...